Event description:
Used resectoscope wedge 26fr under specified conditions. Burned hole in cystoscope sheath and melted the device itself in several small areas. Cystoscope had to be sent out for repair. Wedge not available for insepction. This happened 2 times.